Event description:
It was reported that the ventilator generated technical errors indicating a power error. There was no patient harm. Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
It was reported that the ventilator generated technical errors indicating a power error. The ventilator was investigated by our field service engineer on-site and the expiratory channel pcb was determined defective and replaced which solved the issue. No service report has been provided and no parts have been returned for technical investigation. The root cause to the reported failure has not been established in this investigation.

Event description:
Manufacturer ref#: (B)(4).